Event description:
The reporter stated that the surgeon had inserted a three piece collamer lens model cq2015 into patient's eye and the lens tore. The incision was enlarged to remove the lens and another model lens was placed in the eye. A suture was used to close the incision. It was reported that the lens was torn by the technician during loading.

Manufacturer narrative:
H6: results: a visual inspection of the returned product shows the lens has one haptic & a portion of the optic torn off & missing. There is a clear surgical residue on the lens. It should not be reported that the injector and cartridge were not returned for evaluation.